Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, the device was interrogated and premature battery depletion was suspected. The session records were reviewed by sjm and no premature battery depletion was noted. The device showed many occurrences of high output mode which could be affecting the longevity of the device. Reprogramming recommendations were given to the physician. The patient will be monitored remotely and is in stable condition.

Event description:
Additional information was received indicating premature eri was noted. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The device was returned due to premature battery depletion, which was confirmed upon analysis. Premature battery depletion was found to be caused by excess current drain. The cause of the high current was the electronics assembly.